Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the doctor was inserting a palindrome pre-curved catheter. He inserted the flow guard (after activating the membrane in the flow guard) into the right internal jugular vein. When the dilator was removed from the flow guard, the flow guard membrane allegedly did not work and pt lost 200cc of blood. Physician used manual pressure to stop the bleeding, then proceeded to insert the catheter and complete the procedure.